Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply. The power cord was undamaged. The power cord and power supply were replaced.

Manufacturer narrative:
One cardiomems patient electronic system power supply and power cord were received for evaluation. External visual inspection of returned material revealed exposed and frayed wires on the power supply. The power cord was undamaged. A golden power supply was used with the returned power cord, and a test unit powered on with no issues observed.

Event description:
The patient reported exposed and frayed wires of the power cord. The patient reported they got a "little" shock that did not require medical attention. The power cord and power supply were replaced.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.